Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer stated insulin pump battery died and they experienced hyperglycemia by the time they insert the new battery. Customer's current blood glucose level was 392 mg/dl. Trouble shooting was performed. Customer did not report symptoms of high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of incident. Customer stated they had lost the top of their battery compartment. The insulin pump will not be returned for analysis.